Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm that the wake button was stuck. Reportedly, the customer was able to clear the alarm and continued using the pump for insulin therapy. The customer's blood glucose level was 153mg/dl.